Event description:
It was reported that the patient called indicating that the right atrial (ra) and right ventricular (rv) leads had moved. Additionally, it was noted that the ra lead exhibited intermittent loss of capture along with high capture thresholds. Reprogramming efforts were performed. The plan is continuing to be monitored. Currently, this ra lead remains in service and no adverse patient effects have been reported.